Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Patient information was requested, but not made available. H6 - code b22: device lot/serial number was requested, but not made available. Review of device manufacturing history could not be performed. H6 - code b18: the device was discarded after removal at hospital catheter lab. IFU instructions for gore® viabahn® endoprosthesis with heparin bioactive surface warnings section state: special care should be taken to ensure that the appropriate size endoprosthesis is selected prior to introduction. Native vessel dimensions must be accurately measured, not estimated. Failure to follow the appropriate device sizing recommendations or failure to ensure proper device placement, including overlap conditions, prior to deployment can result in ischemic conditions, vessel damage/rupture, and related serious harms, potentially necessitating surgical intervention. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: after treatment of a fistula declot, an 8mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was implanted in a dialysis patient's arm. As reported, the viabahn device was implanted at an outpatient dialysis center (facility name not provided). The viabahn device was presumably deployed in the venous vessel. At another hospital on (B)(6) 2024, the physician removed the viabahn device in the catheter lab. As reported, the device embolized to the left pulmonary artery. The embolized device was retrieved using a snare. The viabahn device was collapsed into a long-sheath using an ono device. No patient harm was reported with the available information. The physician who removed the viabahn device stated the dialysis outpatient center undersized the viabahn device.